Event description:
Pt was undergoing left iliac balloon angioplasty. 5-french arterial introducer placed and guide wire manipulated through area of stenosis. Angioplasty balloon placed and stenosis dilated. Angiogram showed no evidence of intimal flap or perforation. Stent to be placed, necessitating change of arterial introducer to 9-french guide wire left in position and 5-french arterial introducer removed. Unsuccessful attempt to pass 9-french introducer. Physician noted a bur on introducer, which prevented introducer from entering artery. Introducer rode along the external iliac artery beneath the inquinal ligament, tearing the external iliac artery and pulling the wire out of the artery. Artery was surgically repaired.